Event description:
It was reported that there was noise on this subcutaneous implantable cardioverter defibrillator (s-ICD) system while programmed in the primary vector. Technical services (ts) reviewed device episode data and found that there was oversensing of the noise, but no inappropriate treatment. It was noted that the noise looked like either electromagnetic interference (emi) or myopotentials. This s-ICD system was explanted due to the aforementioned observations and replaced with a transvenous ICD. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. According to additional information, upon opening of pocket during revision procedure, it was noted that the device sutures had broken.

Event description:
It was reported that there was noise on this subcutaneous implantable cardioverter defibrillator (s-ICD) system while programmed in the primary vector. Technical services (ts) reviewed device episode data and found that there was oversensing of the noise, but no inappropriate treatment. It was noted that the noise looked like either electromagnetic interference (emi) or myopotentials. This s-ICD system was explanted due to the aforementioned observations and replaced with a transvenous ICD. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. According to additional information, upon opening of pocket during revision procedure, it was noted that the device sutures had broken. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was noise on this subcutaneous implantable cardioverter defibrillator (s-ICD) system while programmed in the primary vector. Technical services (ts) reviewed device episode data and found that there was oversensing of the noise, but no inappropriate treatment. It was noted that the noise looked like either electromagnetic interference (emi) or myopotentials. This s-ICD system was explanted due to the aforementioned observations and replaced with a transvenous ICD. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.